Event description:
Patient reports she is unable to open the battery bay for pumps sn (B)(6) and she hurt her finger trying to open one of them. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, pumps being replaced. No additional information was provided. Reported to (B)(6) by: patient/caregiver. Reference report: mw5155463.